Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as; the patient did not clean the area before starting the pd. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The same day as onset of peritonitis, the patient was hospitalized and treated with ceftazidim and cefazolin (doses, frequencies and routes not reported). Fourteen days after initiation, treatment with ceftazidim and cefazolin medications was discontinued. Dianeal therapies were ongoing. The patient was discharged seventeen days after admission. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.